Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report. Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 11, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of electrode through the skin. Additional information has been requested but has not been made available as of the date of this report.